Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient incident occurred on (B)(6) 2019 between 22:05 and 22:53. The customer alleged that an asystole alarm did not activate, store in alarm review, or record at piic ix on 8se rm #18. The piic ix was in use monitoring multiple patients at the time of the event. Impact to the patient at this time is unknown.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and obtained clinical audit logs from the central station (pic ix). The clinical audit log was sent to a philips complaint investigator, and was reviewed. The review found that multiple alarms had occurred from 22:05 through 22:08. The asystole alarm was seen at 22:42, and was silenced at 22:46. There was no product malfunction; an asystole alarm had occurred and was silenced by the user. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.